Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test. Pump failed the displacement test (54.1 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, unexpected restart error test, corrupted history file alarm and motion sensor test failure alarm due to motor error alarms. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, motor position encoder error alarm, and additional error alarms in the alarm history. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received an additional error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.